Manufacturer narrative:
H.3., h.6. The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by a non-healthcare professional stated that after wearing contact lenses consumer experienced discharge, eye pain, sensation of scratch and tearing. Consumer also reported that he got a bacterial eye infection after a short time which had treated by an ophthalmologist and also diagnosed with allergic conjunctivitis. Healthcare professional prescribed an unspecified eye drops to consumer. Additional information received that consumer had his first doctor's appointment and diagnosed with inflammation of the cornea. Healthcare professional prescribed an unknown eye drops every hour, unknown eye ointment at night and levofloxacin (antibiotics) five mg/ml eye drops every hour. The current status of the consumer¿s eye was symptom continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. Trend related investigation was performed, no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information had been received and updated in a1.,b5. The manufacturer internal reference number is: (B)(4).

Event description:
Upon receipt of additional information, consumer reported that the symptoms resolved and everything is okay.